Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Block h10: upon analysis of the returned trapezoid rx basket, it was observed that the handle cannula was intact and the device functioned properly. However, a visual evaluation revealed that the sidecar rx was pushed back, exceeding the specified position by approximately 7 mm. Dimensional inspection confirmed this deviation, which is considered out of specification. The reported event was not confirmed. Based on all available information, it is likely that procedural factors, such as the insertion of the device through the scope, or anatomical factors, may have contributed to the observed push back of the side car rx. Therefore, this issue will be documented as an unreported allegation, and the assigned cause code is "adverse event related to procedure."

Event description:
It was reported that a trapezoid rx basket was used in the liver and gail during an endoscopic retrograde cholangiopancreatography (ercp) biliary lithotomy procedure performed on (B)(6) 2023 during the procedure, the handle cannula broke. With the stone still inside the basket, the physician shook the basket until the stone was released. The basket was pulled out and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported that a trapezoid rx basket was used in the liver and gall during an endoscopic retrograde cholangiopancreatography (ercp) biliary lithotomy procedure performed on (B)(6) 2023 during the procedure, the handle cannula broke. With the stone still inside the basket, the physician shook the basket until the stone was released. The basket was pulled out and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of handle cannula break.